Manufacturer narrative:
The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was not returned to fisher & paykel healthcare for evaluation but has been retained by the hospital, although requests were made for the device to be made available. Photographs were provided and these were visually inspected. Results: visual inspection of the provided photographs showed tearing in the tubing. Conclusion: the hospital had informed us that they were nebulising the drug flolan (epoprostenol) while using the cannula. However, without a complaint device, we are unable to determine if the damage to the tubing was caused by the tubing being pulled or was related to use of the nebulised drugs. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Device kept by hospital.

Event description:
A hospital in (B)(6) reported that the tubing of an opt944 nasal cannula had "ruptured" and that the patient experienced "desaturation into the 60's and a drop in blood pressure". It was further reported that the patient recovered once the cannula was replaced.